Manufacturer narrative:
(B)(4). Date sent: 1/20/2026 d4: batch # a9738l. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with a clip in the jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining fourteen (14) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, users are advised to ensure that a clip is in the jaws, position the jaws so that the clip completely surrounds the vessel to be ligated, fully squeeze the handles together until they stop, and fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip, and repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device was returned without detectable damage. Device history review a manufacturing record evaluation was performed for the finished device batch a9738l number, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, while firing the mcm 30 pins formed are not in proper shape. Vessels bleeding after firing also in primary closure case in gynaecology onco. Surgeon does 3-4 firing but bleeding was there continuous. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 12/30/2025 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. It was not oozing literally bleeding was there. 2. New mcm 30 was opened to control bleeding. 3. Not in ml. 4. No transfusion required. 6. Device was not jam.firing was there. 7. Clips was there in the device prefilled. 8. Device was ejecting the clips but clips was not in proper shape. 9. No sideways clips. 10. No scissored clips but clips was not in proper shape little bit tilt was there in shape of clips. 11. Yes. Clips do not hold on to the vessels. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.